Event description:
During the coiling of an internal iliac aneurysm, a 2 x 25mm trufill orbit standard coil was deployed with a prograde micro catheter. Then the physician experienced resistance with a 7 x 21mm trufill orbit standard in the distal 30cm of the microcatheter. The physician was not able to advance the coil any further. The prograde microcatheter was exchanged to a transit microcatheter and while trying to advance another 7 x 21mm trufill orbit standard coil, the physician once again experienced friction at the distal portion. The physician removed the coil and continued to procedure with pushable coils. There was no report of patient injury.

Manufacturer narrative:
Based on the findings by fal that the two returned coils were stretched, this file is being re-opened to capture the stretching as a product malfunction code for the coils and MDR submission to report the unraveled coils as a malfunction. It is possible that the orbit coils stretched due to the resistance/friction encountered during insertion through the microcatheters. Compatibility of the orbit coil with the prograde microcatheter has not been established. It is not known if an adequate flush was maintained through the microcatheters as outlined in the IFU. However, because the stretched condition of the coils as noted on the returned products would have been evident to the user and there was no report of the coils stretching, the more likely scenario is that the coil stretched after the procedure during handling and packaging for return. As noted in the IFU, the orbit coils are delicate devices and should be handled carefully. There is not enough information available to conclusively determine the cause of the stretched coils, but it appears that it occurred after the procedure. Two non sterile trufill dcs orbits were returned tangled. The delivery tube and support coil of both dcs were found to be severely damaged, with multiple kinks in each. The coils were attached to the gripper, but both coils were observed to be stretched. The involved microcatheters were not received. Due to the received condition of both returned orbit dcs, functional testing could not be performed on either unit. Manufacturing records for the involved lot were reviewed and the results indicated that product met quality requirements for product acceptance. The failure reported by the customer could not be confirmed. The exact cause of the damage to the units could not be determined. Controls are in place during the manufacturing process in order to prevent damaged units from leaving the facility.